Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now. The customer was assisted with troubleshooting for replace battery now. Customer's blood glucose level was 115mg/dl at the time of the incident. The customer stated that this was the second occurrence of insulin pump alarming replace battery now without receiving low battery warning first. Customer stated that the battery was not previously used, the drive support cap was normal, and that there were no unattended alarms. The reported was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.